Event description:
Developed alcl (anaplastic large cell lymphoma) after breast implants with textured silicone devices. Previous right breast implant also natrelle 120-300 serial number (B)(4) implanted on (B)(6) 2008. This implant was removed and seroma fluid examined then, but found to be normal.